Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother called in to report a keypad anomaly and that the insulin pump did not beep when he received a low reservoir alert. The caller also reported that the device was cracked. The caller stated that the customer ran out of insulin the night before the call and the customer's blood glucose level was 476 mg/dl. The customer treated with the insulin pump. The caller completed the self-test and it passed. The customer was advised that the device was working as designed. The caller declined to receive a replacement and to return the device for analysis.